Event description:
The customer contacted abbott due to the generation of several error messages by the axsym analyzer (5038-failure to respond, sampling syringe, sampling center and 5060-homing failure, sampling failure, sampling center). The customer noticed liquid was leaking from the probe link tubing onto the pressure monitor sensor, and smoke with a strong electrical smell were coming from the axsym pressure monitor area. No injuries were reported. The customer powered off the axsym analyzer and requested service. No impact to patient results or patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation, results : pressure monitor tubing. An investigation was conducted to evaluate this issue. A field service representative replaced the pressure monitor sensor, the sample syringe assembly, and the pressure monitor probe tubing. The customer was referred to the operators manual where such an issue was listed. The operators manual discussed resolving the error codes and messages the customer observed, checking for leaks and instructions to replace leaking parts. It was also mentioned in the operators manual to keep liquids away from all connectors of electrical or communication components. The customer was educated on following the instructions in labeling to avoid such an issue. Based on the investigation results, no deficiency was identified related to the axsym analyzer.